Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer's blood glucose was 515 mg/dl. The customer stated that they had high blood glucose the entire day and tested positive for ketones. The customer treated with manual injections. The customer does not use the sensor feature. They are able to rewind the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. However, the device had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.